Event description:
It was reported by service report that the foot end jack would not pump up and the head end jack would drift down slowly. It is unk if there was pt involvement or if there are adverse consequences to report.